Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used during a ptcd procedure and was not able to advance through the wire guide. The device was removed and a new device was used to complete the procedure as intended. The device was returned and a small segment of unidentifiable material within the lumen of the catheter at the distal tip was identified. This foreign matter had the potential to cause an occlusion or be the source of advancement difficulty . This medwatch reports foreign matter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction: event: the user found the drainage catheter was unable to be advanced over the wire guide and not through the wire guide as previously reported. It was also reported the device could not reach the biliary tract. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. Clinical assessment: there is the potential that if foreign matter is undetected by visual inspection, it could be released into the patient and possibly result in minor harm. However, this is dependent on the decision of clinical staff if an additional procedure will be required to retrieve the foreign body. Any further intervention could change the severity. At this time, the most probable cause of this event is manufacturing related. The visual inspection of the returned device confirmed foreign matter within the lumen which caused an occlusion and reason for the failure for advancement. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of the main work order ((B)(4)) found one unrelated non-conformance. The catheter shaft consisted of two subassemblies (sa8331788 and sa8331786). Review of sa8331788 found one related non-conformance which consisted of (B)(4) devices with foreign matter in the hc coating; scrapped. Review of sa8331786 found on related non-conformance which consisted of 10 devices with foreign matter in the hc coating; scrapped. It should be noted there were no other reported complaints for this lot number. Document review was conducted and has established that proper procedures are in place in order to identify and prevent this failure mode prior to distribution. Based on the information provided, the examination of the returned product, and the results of our investigation, the actual root cause was determined to be manufacturing related. This failure mode was escalated per internal processes. Additionally, retraining was conducted with the applicable personnel. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.